Manufacturer narrative:
The product is not available for eval, as it was discarded by the facility. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the tip of the catheter was cracked and did not appear to be tapered. The tip did not cross over a wire into the skin easily; a larger dilator had to be used with the catheter. There was no adverse event or injury to the pt.